Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2024-12126. It was reported in medwatch report mw5160174 that patient was experiencing pain at lead site, x-ray imaging revealed patients lead migrated. As a result, surgical intervention was undertaken on an unknown date wherein patient's system was explanted to address the issue.